Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared an alarm. No reported adverse impact to the customer's blood glucose. Customer terminated the call before more information could be gathered. Multiple attempts were made by tandem technical support to follow up with the customer; however all were unsuccessful.